Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted an ar-7300ds 3mm x 7cm dissector tip broken off of the device. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion as indicated on dfu-0215-eo.

Event description:
On 02/13/2025, it was reported by a facility representative via (B)(4) that an ar-7300ds 3mm x 7cm dissector tip of the inside portion of the shaver broke off inside the patient during an ankle scope. Thankfully, she took an x-ray at the end of the case and noticed the broken piece and was able to locate and remove it.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.